Event description:
The customer contacted abbott regarding axsym rubella igg calibration failure, error code 1111 (calibration check failure, m-cal 1, response too large). The customer observed the error with different combinations of axsym rubella igg calibrator and reagent. The customer was sent a different lot of calibrator. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.